Event description:
A burn was noted on the patient's left groin area by the scrub tech. The machine was tested by a biomedical engineer and was determined to be in good working condition. It appeared the burn was a result of user error.